Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: on investigation, the pump performed rewind, load and prime sequence without issue. The pump accepted a fully-loaded cartridge without issue. Force sensor calibration testing revealed the force sensor was detecting force correctly. There was no visible debris in the cartridge compartment. The pump was opened for investigation and did not reveal any evidence of contamination, defect or malfunction. Investigation was unable to duplicate the complaint.